Event description:
The customer stated that she was hospitalized twice for low blood glucose levels. The customer stated that her blood glucose reading was 20 mg/dl both times. The customer declined any troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.